Event description:
Caller reported multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus using their pump and resolved the issue by changing the cartridge and resuming insulin delivery. They did not require third-party assistance. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.